Manufacturer narrative:
Additional information has been requested. Approx implant date (B)(6) 2010. Device was not explanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Pt implanted with 4-level acdf at c3-c7 with vectra. Six months postop, surgeon noted screw backing out at c7. Segment appears to be healing nicely. Surgeon does not plan to remove device. This is the 2nd of 2 reports submitted on this event.